Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced an allergic reaction to an antibiotic prescribed. The pt was admitted to the hosp and currently in the ICU on a ventilator. A cardiovascular surgeon was brought in to remove the trial leads. The pt will not be moving forward with the scs system and the pt's current condition is unk.